Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that they were having issues with the insulin pump. It was consuming a lot of batteries and had a power failure today as well. The customer reported that the pump had not been exposed to temperatures below 41°f (5°c). The customer wasn't using a 640g pump with software version 2.6. The customer previously called to report power error detected. Power error detected did not recur within a week of troubleshooting previous occurrence. The customer was guided with steps to resolve the power error detected issue and was advised to call back if the issue persist. The customer was advised to monitor the pump. Blood glucose was 12mmol/ l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert, was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Unable to perform displacement test or lock reservoir in place due to missing retainer.